Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen had scratches and making hard to read the screen. The blood glucose level was unknown. The customer also reported that insulin pump had no delivery alarm and loss of communication with meter. The customer declined the troubleshoot. The device will not be returned for the analysis.